Event description:
It was reported that the nurse taking care of the pt in bed 4, came on the night shift and was checking alarms on the delta monitor and noticed that the st alarms were off. On the ics, the "alarms off" symbol was in the place where the st values are. It was at this time that the nurses noticed that the "alarms off" symbol was present in the st display area for all the pts in the unit. The nurses proceeded to turn on the st's for all pts at the ics. Bed 5 however, who was a new admission still had their st alarms on. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.